Event description:
It was reported that the ilet displayed restart alarm 41 with an insulin absolute range error, after which the device functionality was in question and a replacement was arranged; the device was advised as no longer water resistant, backup therapy was used, and shipping details were verified. Symptoms included hyperglycemia with a peak of 601 mg/dl high blood glucose reading on both cgm and bgm and small ketones that resolved with oral hydration. Outcomes included the patient transitioning to subcutaneous insulin injections for correction. Investigation included customer support troubleshooting and education, confirmation of the alarm condition, data sync guidance, and instructions to shut down and return the device. Investigation of this case revealed a device malfunction consistent with the alarm indicating an insulin delivery range fault, with therapy data not transferable to the replacement and cgm data reception unaffected. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin delivery control range error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.